Event description:
"Caller alleged discrepant results compared with the lab. Results as follows:" date: (B)(6)2014, inratio: 2.9, lab: 3.8. Date: (B)(6) 2014, inratio: 1.5, lab: 2.3. Therapeutic range: unk. No further patient information was provided; nurse did not want to troubleshoot.

Manufacturer narrative:
Investigation pending.